Event description:
The hospital reported that during saphenous vein harvesting procedure, the c-ring broke off the struts into the tunnel. The surgeon was able to retrieve the c-ring. No add'l pt complications were reported.